Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. Customer reported experiencing low blood glucose at 40 mg/dl and as high as 200 mg/dl. The customer stated they have made adjustments to their settings. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.